Event description:
Caller reported a cartridge alarm, specifically alarm 30. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump.